Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The displacement test could not be performed due to the reoccurring motor error alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase.